Event description:
Nine days post implant it was reported by the patient that they feel a weird tingling sensation and wanted to know if that was the device pacing them. Additionally, the patient wanted to know if their device is working because their hr (heart rate) was at 67 and the low rate setting is at 70. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.